Event description:
It was reported via the equinoxe shoulder study that approximately eleven days post shoulder surgery the patient experienced a revision surgical procedure for dislocation. This is noted to be possibly related to the device. Event noted to be resolved. There is no additional information available.

Manufacturer narrative:
Humeral tray, humeral liner and geosphere. Investigation results-the cause of the patient shoulder dislocation with subsequent revision and the relationship to the implanted devices cannot be conclusively determined. However, it is most likely related to the patient's advanced age, previous shoulder surgery [competitor's device] which resulted in a periprosthetic fracture, early dislocation after implant, and other comorbidities which may inhibit healthy bone structure, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no additional information available.